Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to replicate the burning smell, but the unit did fail a pim test. The fse replaced the safety disk and the unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: safety disk assembly part was received with a reported failure of the pim test. Performed a visual inspection found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The part failed the membrane leak test. Confirmed the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use discovered by hospital personnel the cardiosave intra-aortic balloon pump (iabp) had a burning smell when running. The device was replaced with another unit. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).